Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, the silicone content is within the specification that may be attributable to the reported defective.

Event description:
It has been reported that one syringe 3 ml ll 200 s/c has been found experiencing difficult plunger movement before use. The following has been provided by the initial reporter: material no.: 309657, batch no.: 8255615. It was reported that upon performing air removal technique in cartridge, the syringe did not go back to a neutral position. Per (B)(4):customer stated that upon performing air removal technique in cartridge, the syringe did not go back to a neutral position.